Event description:
Follow-up identified the patient underwent surgical intervention to explant and replace the ipg.

Manufacturer narrative:
The therapy date(s) for the following device(s) are unknown: model: 3186, scs lead.

Event description:
Follow-up revealed the patient's ipg remains implanted. At this time, surgical intervention is not planned to address the issue. In addition, based on programmed settings provided to the manufacturer, battery longevity is exhibiting normal depletion.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's (B)(6) ipg exhibited low battery behavior upon interrogation. No further information is available at this time. The ipg was implanted in (B)(6) of 2016.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12september2017.